Event description:
Pt's diabetes counselor reported pt has experienced elevated blood glucose levels for 4-5 weeks. No blood glucose level readings were provided. Pt's normal blood glucose level was not provided. Counselor stated the pt changed the infusion site, the insulin cartridge, the adapter and the infusion set cannula without success. Pt's blood glucose level remained elevated. Counselor reported the pt corrected the blood glucose level with a pen. Counselor stated the pt thinks the insulin delivery is too low. No further information is available. Requested return of alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.